Event description:
The nurse wanted to administer the doxorubicin (adriamycin) it started to leak from the equashield syringe from the tip and from the adapter. A 60 mg syringe, lot number is 206001a, expiration 01/12/2023, ndc 07290013484079. FDA safety report ID# (B)(4).